Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.1905" x 0.5585" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that out of the box, the fenestrated bipolar forceps instrument was smashed flat. There was no patient involvement.